Event description:
This medwatch report has been retrospectively prepared and submitted in response to a review of complaint records for the previous three years. The physician used a wilson-wook metro wire guide. During use the tip of the wire guide coating separated. There is a small gap, exposing the inner core wire. The coating and coil spring did not detach from the device. No injury to the pt was reported.